Event description:
Device 2 of 3. Reference MFR report 1627487-2014-12736, 12738. Note: the pt received 2 leads from the same lot. It was reported the pt lost stimulation in her feet. Reprogramming was unable to provide stimulation to the pt's toes. An x-ray revealed the right lead had moved down and right anchor had a kink in it. Diagnostic tests showed all impedances are in the normal range. The physician is using other modalities to treat her pain.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.